Event description:
It was reported, the pt is unable to turn her stimulation off. The pt alleges she can feel the stimulation when she sits back or lies down and the sensation increases. In addition, the pt reports when the stimulation is off after a few hours she feels warmth at her ipg site; however, it is not uncomfortable or painful and does not occur every time. The pt is requesting her scs system be removed. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.